Event description:
Family member of hp reports calling baxter technical service center for assistance while troubleshooting through an alarm situation. Family member reports they disconnected hp and then reconnected them to the same set-up. Family member reports they did not reset up with new supplies as they were on vacation and did not have any to do so, and adds that hp did not do the dialysis the previous night. Baxter tech assisted hp in completing treatment for evening. No pt injury or medical intervention required per rn.